Event description:
Pt was admitted with angina to have heart cath. Stent fell off balloon during insertion into coronary artery. Temporary occlusion of coronary artery requiring snaring device to be used. Stent snared and removed from body. Stent placed in proximal circumflex artery. Discharged the next day. Presented to the ER four days later with chest pain, sinus bradycardia and t-wave inversions suspicious of anterior ischemia; subacute thrombosis of des requiring placement of new stent into proximal circumflex artery.